Event description:
It was reported that this pacemaker patient presented to the emergency room due to syncope. A report was called in technical services for review where both automatic thresholds were successful on the date of syncope. The presenting egm showed device operating as expected and no out of range measurements. There was a pacemaker mediated tachycardia (pmt) episode of 110 bpm that was stored on the same date at the symptoms, where review determined it was pacemaker driven event. The pmt was detected and broken with algorithm appropriately. The device remains in-service. No additional adverse patient effects were reported.